Manufacturer narrative:
Event site postal code and state: (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the drive manifold assembly and muffler. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.the defective components were received for further investigation."the following was performed by (B)(6), sr service technician of the maquet failure analysis and testing department wayne. The failure analysis and testing department received the following parts associated with this complaint: drive manifold assembly and muffler these parts were received with a reported unit failure of pim test failed all manifold test on drive manifold side. The failure analysis and testing department performed a visual inspection of the parts received and they are in a good condition. The failure analysis and testing department installed drive manifold assembly and muffler in the cardiosave test fixture. Performed and tested all parts jointly and individually to factory specifications in accordance with cardiosave service manual. The failure analysis and testing department was able to replicate the failure experienced by the customer. Drive manifold failed the test.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Muffler passed the test. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.retaining the muffler and drive manifold parts in the failure analysis and testing department per procedure.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a pim test failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.